Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was using the pump for non-insulin use for steroids. Tandem technical support educated the customer on off label use. Customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.